Manufacturer narrative:
The device history record for the lot number, m7011t623, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A root cause could not be determined at this time. All information reasonably known as of 25sep2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation at the time this report was filed. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that, the respiratory therapist entered the patient's room for a low minute ventilation alarm s/p suctioning. The inhaled vent reading was 500's ml and ventilator reading 80ml. The respiratory therapist assessed the patient and no distress bilateral breath sounds was heard. The suction button on the inline suction catheter was depressed. The suction button was pulled out and the suction button fell back down in a depressed position. The suction catheter was changed. No additional information was provided.